Manufacturer narrative:
Date of report: 28sep2018. Date received by manufacturer: 06sep2018. The motor controller board was returned to philips for evaluation. Failure analysis on the returned board revealed a root cause of a shorted converter. Replacement of the converter on the board corrected the failure.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the a "vent inoperative - 100a data acquisition pcba (printed circuit board assembly) adc (analog to digital converter) reference failed" occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.